Event description:
During first intubation attempt with a mac #4 blade, the blade snapped at the handle. This malfunction/defect required a second attempt at intubation. Second attempt was successful. Dates of use: one day. Diagnosis or reason for use: resp. Distress s/p burns.